Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. There was a piece of lead stuck in the #8-15 connector port. The recharge history was examined and the results showed 3 of the last 6 recharge sessions lasted for 7 seconds for each session. The other 3 recharge sessions were for a duration of at least 3 hours and showed good coupling.

Manufacturer narrative:
The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.

Event description:
Additional information. The stimulator was being explanted because of increased recharge frequency and size of stimulator. The recharge frequency was calculated and the results indicated the patient's recharge frequency was normal based on the patient's parameters. When the extension broke during attempted removal, it was still partially in the stimulator. There was no patient injury, and the patient recovered without sequela.

Event description:
It was reported that an implantable neurostimulator (ins) revision was done since the patient was charging approximately every 2 to 3 days due to high settings. The patient had been running 3 programs at voltages between 8.5-10.5 and 450us from the time of implant. During the revision, when trying to disconnect the extension from the ins the healthcare provider (hcp) was unable to withdraw the extension out at all, even after fully removing the set screw. The hcp reinserted the set screw and torqued down with the torque wrench successfully and then tried to back out the extension but this did not address the issue. After attempts to remove the extension out of the one port, the extension fractured. The patient was not consented for having to tunnel another extension so the replacement of the extension and implant of the ins would occur at a later date. Additionally, 2 electrodes had high out of range impedance measurements. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: patient programmer model 37742 serial # (B)(4), implanted: na, explanted: na; extension model 37083 serial # (B)(4), implanted: (B)(6) 2005, explanted: unk; recharger model 37752 serial # (B)(4), implanted: na, explanted: na; lead model 3892 lot # j0300455v, implanted: (B)(6) 2003, explanted: unk; lead model 3777 lot # v006642, implanted: (B)(6) 2006, explanted: unk; lead model 3777 lot # v001708, implanted: (B)(6) 2006, explanted: unk; patient programmer model 37742 serial # (B)(4). Implanted: na, explanted: na; implantable neurostimulator (ins) model 37711 serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.